Manufacturer narrative:
A ge service rep performed an on site investigation. The motion sensor was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a motion error and that the remote user interface joystick was not working. The system would be effectively unusable. There is no report of injury or death associated with this event.